Event description:
Reported issue: the endotracheal tube cuff would not hold air and the 7.0 size would not hold pressure. There was no reported injury.

Manufacturer narrative:
(B)(4). A device history record review could not be performed as the lot number provided does not match to the product code reported on the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.